Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had experienced inadequate stimulation. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was discarded.